Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 22:14:23. During night drain cycle nine, the patient's ultrafiltration reading was 2198ml, indicating the home patient (hp) drained 1688ml more than their maximum programmed fill volume of 1700ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The tidal total ultra-filtration (uf) removal for this therapy was set at 0ml which was too low to prevent iipv. The cause was use error, tidal total uf removal set too low. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.